Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the users experienced a complete loss of image. The procedure was completed with a different colonoscope. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed that there was no image and the display flickered intermittently. The device passed leak testing, however, there was evidence of fluid invasion in the electrical connector and on the charged-couple device (ccd) flexible printed circuit assembly. The bending section glue was also noted to be cracked and peeling. The device has been serviced and returned to the customer. The reported phenomenon appears to be due to user handling. This report is being submitted as a medical device report in an abundance of caution.